Manufacturer narrative:
Product analysis: visual review confirms severe instrument shaft bend and associated breakage at the bend location, consistent with bend stress overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a minimally invasive discectomy procedure, the instrument broke. Product came in contact with the patient. No fragments of the product were remained in the patient.